Manufacturer narrative:
The subject device in this report was returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the subject device, a white ring came out from the instrument channel and fell into the patient body. The user then completed the the procedure using the equipment. In addition, omsc was reported that the user couldn't retrieve the white ring, but the user was not overly concerned that it would be an issue. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus australia.(oaz) for evaluation. As a result of the evaluation of the subject device by oaz, no anomalies that could cause the reported event were found. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. However the exact cause of the reported event could not be conclusively determined, this reported event is most likely attributed to user handling. The instruction manual of the subject device instructs that it should be inspected to prevent foreign object from coming out of the channel before use.